Event description:
It was reported that floaters were found post-compounding, after injection of the bags. The customer further reported "we typically produce bupivacaine and ropivacaine dilutions in those bags, as well as narcotic combinations with them (fentanyl/bupivacaine or fentanyl/ropivacaine combinations, as well as the same with hydromorphone combinations). We also occasionally make midazolam dilutions in those bags as well. We use a peristaltic pump with a 16g bd needle to inject the diluent and drug into the bags. The 16g needle is used for a maximum of 5 punctures and the secure bag is being punctured only 2 times. We use the same compounding method for the alternative vendor's bags and we do not see this issue." The customer also stated "the 'floaters' were often little pieces of plastic of varying shapes and sizes ("circular", spiral, other shapes which could have more jagged edges). They were usually too small to see outside of a visual inspection box, and were the same colour as the eva bags themselves." As the floaters were noted at the filling pharmacy, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The customer stated the events occurred during june (146 units rejected) and july (133 units rejected) of 2022 across two product types and 8 lot numbers; however, no specific event dates nor number of occurrences per lot were provided. The customer supplied two pictures of the "floaters" and the pictures were consistent with the customer's description. As the customer confirmed the additive port was used during the filling of the bags and no particulate was noted prior to filling, the floater could have been generated by inadvertent contact between the needle and wall of the additive port. Should additional relevant information become available, a supplemental report will be submitted.